Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, a gore propaten vascular graft was implanted during a bypass procedure. The bypass procedure was performed from the right common femoral artery to right posterior tibial artery. Within one month post-implant, the patient experienced an occlusion and limb loss.